Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell one of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was a disconnection between the supply line of the amia automated pd cycler set and the supply bag which resulted in a leak. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply bag and supply line resulting in a leak was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.